Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was in need of replacement. The customer declined the repairs. No further information is available at this time.

Event description:
The customer reported the system intermittently locked up. There is no report of death or serious injury associated with the complaint.